Manufacturer narrative:
(B)(4): information was not provided by the contact. The injection port with the locking connector and the tubing strain relief were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was in the locked position with the hooks deployed. Biological debris was around hooks and actuator ring. Upon microscopic evaluation, it was noted that the septum had 26 punctures. No punctures or crack were observed on the tubing strain relief. A blockage and leak test was performed on the injection port with successful result; no blockage and leak was found. Dimensional analysis of the returned components was performed and met specification. The product analysis cannot confirm the reported event of tubing strain relief movement. It is noted in the product instruction for use (IFU) detailed information on the method to place the locking connector and tubing strain relief. To mitigate the strain relief 'migration' from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant of a swedish adjustable gastric band, on (B)(6), 2011 the surgeon placed a new one because the metal part came loose from the silicone hose. There were no consequences for the patient.